Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Actual product not returned.

Event description:
Caller indicated the relion confirm meter was reading high for a child. Readings are usually 80-200. Bg was 400, gave lanis and hemolog and still testing at 400 an hour later. Controls not used.